Event description:
It was reported by the patient that they had fluid buildup in their heart and they were told by the physician that lead dislodgement could not be ruled out. The patient also indicates a computed tomography (CT) scan showed a lead to be through the heart wall. No further information was available. The patient was referred to an electrophysiologist for resolution. The leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.